Event description:
It was reported that revision surgery was performed due to a fracture in the grip trochanter device. The patient underwent a hip replacement two years ago. In 2007, the pt had a spiral fracture from lesser trochanter to stem distal end. On the same month, orif by accord grip and cable (11 holes, 10 cables, most proximal hole is no cable), in this case, device was used for fixation. Two months later, when the patient had been taking walking training with around 50% weight bearing, she had injured 2nd fracture.